Event description:
The hcp reported that the pump was stopped in 2006 at the pt's request. The pt refused to taper the dose: was receiving morphine 2.5 mg/day. The pt started to have withdrawal symptoms 2006. Specifically noted to be abdominal cramps shakes, hot and cold sensations and vomitting. Valium and vicodin did not work. Also prescribed lomotil and ativan. Pt presented to the emergency room. The pt's treatment also included dicyclomine 10 mg every 6 hrs, as needed. Phenergan suppositories, oxycodone 5 mg 1-2 tabs every 4 hrs and restoril 30 mg for sleep. The pt refused to have the pump turned back on and several phone calls were required to arrange office follow-up visit. The pt initially had been on 18 mg/day and was tapered 1.5-2 mg every 2-3 wks without any sequela. The pt has had knee pain and abdominal pain of verying intensity. CT of the abdomen was negative. The hcp reports is "non-complaint with medication use. Drug dependency. Multiple ER visits for altered consciousness, ect.